Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the or nurse said several of the gaskets were torn during a laparoscopic nissen fundoplication. These gaskets were the outer clear rubber gasket on a 511sd which seal from ten-eleven millimeter. The product was not saved. A lcs15 was used for the case. There was no consequence to the pt.